Event description:
A customer reported a minimum fill notification while at a comedy house and lacked supplies for troubleshooting. There was no adverse impact to the customer's blood glucose level. The customer was previously sent multiple pumps and requested a new one instead of a replacement. Technical support agreed to send a new pump this one time. The customer was advised to use a backup method if necessary and instructed on how to return the problematic pump to avoid being billed. They understood the instructions for programming settings into the new pump and connecting their cgm.